Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 19f portico delivery system relative to a portico valve implantation procedure. Reportedly, the right common femoral artery and right superficial femoral artery were perforated due to failure of the proglide system. Manual compression was performed for one hour and two stents were implanted to achieve hemostasis. A blood transfusion was given. The issue resolved without adverse sequel. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: weight.

Manufacturer narrative:
Internal file number - (B)(4). Correction: the device was reportedly discarded and not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage and perforation are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was achieved with a proglide device via a 19f portico delivery system prior to a portico valve implantation procedure. Reportedly, after the procedure, perforations were noticed in the right common femoral artery and right superficial femoral artery due to failure of the proglide system. Manual compression was performed for one hour and two stents were implanted to achieve hemostasis. A blood transfusion was given. There was a reported adverse patient sequela and clinically significant delay in the procedure or therapy. No additional information was provided.